Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, there is no indication of a product quality issue. The reported patient effect of perforation is listed in the graftmaster rapid exchange (rx) coronary stent graft system, domestic instructions for use (IFU), as a known patient effect of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. Additionally, the treatments appear to be related to the operational context of the procedure.

Event description:
It was reported that the patient presented with a free perforation with extravasation in the left anterior descending (lad) coronary artery. A 2.8x19 rx graftmaster covered stent was deployed with a maximum (max) pressure of 15 atmospheres, sealing the area it was deployed in. However, deployment of the graftmaster exacerbated the perforation by elongating it distally. An unspecified perforation coil was placed distal to the graftmaster, ultimately sealing the perforation. While there were no adverse patient sequelae, the patient was transferred to another hospital for observation due to the perforation exacerbation. No adverse patient events have occurred during observation and the patient is scheduled to be discharged. No additional information was provided.